Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008 as referenced above. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result become available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component on an unknown side on (B)(6) 2008. Patient had gone to his doctor for an evaluation, but was told there was no issue with the hip that the recall covered. In the evaluation doctor found the hip was not coming out of the joint and it was not failing also. Then doctor told no need for any revision surgery. Blood test was taken for subsequent years from 2012 to 2014. It was found to be high metal levels in blood. The patient committed suicide because of depression, pain and his inability to concentrate and think.